Manufacturer narrative:
The company service representative examined the system. And was able to confirm and replicate the reported event. The company service representative found that the brake of the gantry system was nonconforming. As a correction, the nonconforming brake on gantry xyz assembly was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming brake on gantry xyz assembly. It remains inconclusive at this time, how or when this component became nonconforming. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported gantry goes down on it's own. Additional information has been requested.